Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was lost to follow up and presented to the clinic after two years on (B)(6) 2021. Upon examination, it was discovered that the right ventricular lead exhibited loss of capture due to high capture threshold. On (B)(6) 2021, the lead was capped and replaced successfully during a routine pulse generator change procedure. The patient's condition was stable.